Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the device was removed intact. A non-bsc balloon was used to complete the dilation and the implanted stent was 9mmx8cm.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous right superficial femoral artery. The physician advanced the 4.0x60/135 sterling balloon to the lesion and on the first inflation, inflated the balloon to 12atms and the balloon ruptured. The procedure was completed with a 3mm balloon and the deployment of a non-bsc stent. No complications were reported and the patient's status is good.